Manufacturer narrative:
(B)(4). Batch # p58c0k. Investigation summary ==> the analysis found that one psee60a device was returned with no apparent damage with a gst60b cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open general procedure the device fired, cut, but did not deploy staples on one side. They did staple on the other. A like device and reload (gst60b) was used to complete the procedure.